Event description:
It was reported that a homechoice (hc) pro machine experienced an unspecified system error (se). This occurred during an unspecified step of peritoneal dialysis (pd) therapy. Patient connection at the time of the se is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. A review of the event history log revealed system errors 2261, 2265, 2201, 2119, 2097. System errors 2201, 2047, 2114 and 2261 were found during sample evaluation. System error 2201 was determined to be verification of the reported problem as it appeared in both the log and during evaluation. Functional testing revealed that the manifold o-rings and tubings did not meet product specifications and the manifold o-rings and tubings were replaced. Full functional testing, electrical safety testing, calibration, and simulated therapy were then performed with no additional defects and malfunctions found with the device. Should additional relevant information become available, a supplemental report will be submitted.